Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead noise and decrease in sensing was observed since last follow-up. Lead insulation anomaly was suspected. Lead was capped and replaced on (B)(6) 2016. Patient was stable.